Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during the initial implant, the lead helix would not extend. Extension of the helix could not be verified on x-ray, so the lead was removed and verified after the procedure that the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.